Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during pumping and the load process. The customer's blood glucose (bg) level was 377 mg/dl with small ketones and the bg level was addressed with a manual injection. Reportedly, the customer reverted to manual injections as alternate insulin therapy.